Manufacturer narrative:
Additional, changed, and/or corrected data: h6 visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Visibility/palpability:unable to observe since it is not related to the device. Capsular contracture:unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Patient reported ¿strong breast pain¿ with ¿significant change¿ in the left breast. The patient underwent an ultrasound which diagnosed ¿a change caused by a rupture¿, ¿suspicion of silicone leakage¿ and ¿an enlarged lymph node overlaid with silicone¿. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional, additionally reported, "capsule fibrosis".

Event description:
Patient reported ¿strong breast pain¿ with ¿significant change¿ in the left breast. The patient underwent an ultrasound which diagnosed ¿a change caused by a rupture¿, ¿suspicion of silicone leakage¿ and ¿an enlarged lymph node overlaid with silicone¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿a change caused by a rupture¿, ¿suspicion of silicone leakage¿ and ¿an enlarged lymph node overlaid with silicone¿.